Event description:
It was reported that during fixation of a mesh to a four-hole plate using 2.0 x 10 mm screws, one screw fractured. There was no patient injury as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in colombia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.